Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
It was reported to covidien on (B)(6) 2011 that a patient using this device allegedly had red rash where the warmtouch blanket was placed. The unit was sent to the hospital biomedical engineering dept and was tested. The device was found to overheat to 56 degrees on medium and high settings for one minute. There was no reported injury to the patient.